Event description:
It was reported that shaft break occurred. During preparation of a 2.25 x 16mm synergy ii drug-eluting stent, it was noted that the shaft was broken. The procedure was completed with a different device. No patient complications were reported.